Manufacturer narrative:
Manufacturer's investigation conclusion. The report of a pledget lodged in the rotor could not be confirmed through the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The reported low flow alarms could not be confirmed as no log files were submitted for review; however, a decrease in flow was confirmed through the evaluation of the retrieved log files. A specific cause these events as well as a direct correlation to the reported rotor pledget could not be conclusively established. (B)(6) was returned with the pump cable fully intact. The modular cable, sealed outflow graft, and sealed outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. The pledget that was reportedly observed lodged in the rotor was not returned. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured a decrease in flow to 0 liters per minute (lpm). Despite this finding, the pump appeared to have functioned as intended throughout the duration of the retrieved data. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2023-01543. The patient underwent heartmate ii system pump to heartmate 3 system pump exchange on (B)(6) 2023. During the exchange for the heartmate 3 implant, when the pump motor was being ramped up, and the patient was being weaned off of the cardiopulmonary bypass; it was noted that heartmate 3 flows were not being displayed. The left ventricle was ejecting at every beat, but no flow was seen into the inflow cannula via echocardiogram. The position of the inflow cannula was checked with an echocardiogram, the outflow graft (ofg) was checked as graft to graft anastomosis was performed to upgrade the patient from heartmate ii to heartmate 3. After consulting with another ventricular assist device (vad) surgeon, it was decided to take heartmate 3 off and check the ofg to see if would bleeding would return. The ofg did bleed back, and the heartmate 3 was irrigated and noted to have a white pledget lodged in the rotor. It was communicated to the physician to replace the heartmate 3 with new primed pump as the team were not aware of any issues that the pledget may have caused on the interior of the pump housing. Low flow alarms were silenced deliberately.